Manufacturer narrative:
(B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that it was thought the battery was depleted. It was further reported that the implantable neurostimulator (ins) was replaced and a manufacturer's representative was working on fine-tuning programming to maximize pain relief and minimize battery usage. (See manufacturer's report #3004209178-2014-03230 for issues with that ins) it was later reported that the patient was getting good pain coverage at the time of the report. The new system was working; the patient was using lots of energy so a manufacturer's representative was working on reducing recharging intervals. This information was also reported in manufacturer's report #3004209178-2014-03230.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced telemetry issues. It was unknown when the patient last saw coupling bars when he attempted to charge. There was no communication with the 8840, recharger and patient programmer (pp). He has continued to feel stimulation. A physician mode recharger (pmr) was currently being performed. It was later reported the same day that the patient had done a full charge last wednesday ((B)(6)). A full pmr has been completed and a second pmr was currently being done, was 5 minutes into it. There has been no medical procedure, no travel, no MRI and no fall or injury during the time of event. Today was the first time the 8870 card version was used on the patient. The old card aaq last interrogated the patient in (B)(6) 2013 so it was tried but it read no response, reposition, retry or cancel. No error codes were seen. No invalid serial number screen was seen. Adjustments to the patient¿s stimulation were able to be made after charging on (B)(6). On the morning of (B)(6), the patient went and took a shower. After the shower, he wanted to make adjustment to the stimulation with his pp but there was no communication. Three pmrs were attempted. No power on reset (por) seen or any other messages. Just poor communication icon. The patient was still feeling stimulation but was fading about this time. It was noted that he has to charge every 5 days. The company representative confirmed on (B)(6) 2014 that there was no communication with any programmer or recharger no matter how times were tried. Over an hour was spent on trying to communicate. A trickle charge did nothing. The patient¿s device was going to be explanted and replaced in the next few weeks. The replacement surgery has been scheduled for (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the hybride circuit had a mud cracking residue anomaly.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).